Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, a power issue with the pump. There was reportedly damage to the battery compartment and moisture/ingress inside. There was on indication of damage to the battery cap. There was no reported adverse event associated with this complaint. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during testing, the pump was unable to power on; therefore, the remaining investigation steps were unable to be completed. The battery compartment was observed to be cracked along the side of the pump. Corrosion was also observed in the battery compartment. A leak test determined a leak at the battery compartment. The pump was opened; no further evidence of moisture ingress was found. The reported no power complaint was due to moisture damage to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).